Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that the device was kinked. A comet ii was selected for use. During unpacking, it was noted that a visible kink was noted on the wire and the packaging was damaged. The device was not used on the patient. However, device analysis revealed that the spring tip was detached.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that there were numerous kinks throughout the body from distal to proximal, the tip was found bent and the spring tip detached from the tip weld. Additionally, since the packaging device did not return for analysis, the visual testing could not be performed. The shroud of the occ cable was connected to the bench top testing equipment. The coefficient values were confirmed to be programmed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case, the device was returned for product analysis, during the product analysis it was found the body kinked, tip bent, and spring tip detached. Additionally, the packaging device did not return for analysis, even though the device issues were confirmed during the product analysis, the packaging issue could not be confirmed because the packaging was not returned. Based on the information and device analysis, it was not possible to identify the most probable cause of the reported events.